Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that while advancing the omnilink stent system, no resistance was noted, but the stent dislodged in the mildly calcified, 70% stenosed iliac artery. The omnilink delivery system was removed from the patient and another balloon was advanced to successfully implant the stent in the iliac artery. There was no adverse patient sequela and no clinically significant delay in procedure. After post-dilatation, using the kissing balloon technique, the procedure was completed.

Manufacturer narrative:
Visual analysis was performed on the return device. The reported stent dislodgment was confirmed. The stent delivery system (sds) was returned coiled in the coil dispenser. The balloon was tightly folded. The stent implant was dislodged and not returned, consistent with the reported information. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints from this lot. Based on the information provided, a definitive cause for the reported stent dislodgement resulting in unexpected medical intervention could not be determined. It may be possible that interaction with the anatomy during advancement in the mildly calcified, 70% stenosed lesion caused the stent to dislodge; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.